Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the pump is still functional. There was no reported impact to customer's blood glucose level. Contact indicated customer has back up lantus and humalog for continued insulin therapy.